Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) did not follow the physician's instructions and started anti-coagulant treatment too soon after surgery which caused a hematoma. A foley catheter was placed in the emergency room; however, it created a false passage and injured the urethra. Therefore, a revision surgery was performed to drain the hematoma where it was found that an edema was obstructing the urethra. After scooping the patient, it was decided to explant the device, and a future surgery will be performed to place a new aus after the urethra has healed. No device issues nor additional patient complications were reported.